Event description:
The patient claimed that the mutiple buttons required several presses to activate the desired pump functions. The keypad is reportedly intact.there was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, has not completely been evaated. Once the evaluation is complete a supplemental will be sent out.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and contrast keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.

Manufacturer narrative:
Correction: the pump has not yet been returned. Once the pump is returned and evaluated, a supplemental will be sent to the FDA.